Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device/ malposition of essure device location of device:fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pre-eclampsia, multiple cesarean sections (2009), generalized pruritus and uterine bleeding. Current weight 145 lbs. Previously administered products included for an unreported indication: nuvaring, mirena, oral contraceptive and depo provera. Concurrent conditions included uterine bleeding, allergic reaction to analgesics, pruritus generalised, tendency to bruise easily, gum bleeding, acne, rash, abdominal pain and lower abdominal pain. Concomitant products included intrauterine contraceptive device (paragard) for birth control. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("hormonal changes describe: fatigue, mood swings"), mood swings ("hormonal changes describe: fatigue, mood swings"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one ) weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, adhesiolysis , cystoscopy). Essure was removed on 17-aug-2018. At the time of the report, the device dislocation, genital haemorrhage, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, weight increased and alopecia outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was 2009 & 06-jul-2011 after deployment, there was one ring visible at the tubal ostia. The right side was then performed and there were two rings visible after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Ultrasound scan - on 18-jun-2018: unremarkable pelvic ultrasound without visualization of the essure. X-ray - on an unknown date: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, nickel allergy, pain, migraines, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device/malposition of essure device location of device:fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pre-eclampsia, multiple cesarean sections (2009), generalized pruritus and uterine bleeding. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: nuvaring, mirena, oral contraceptive and depo provera. Concurrent conditions included uterine bleeding, allergic reaction to analgesics, pruritus generalised, tendency to bruise easily, gum bleeding, acne, rash, abdominal pain and lower abdominal pain. Concomitant products included intrauterine contraceptive device (paragard) for birth control. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("hormonal changes describe: fatigue, mood swings"), mood swings ("hormonal changes describe: fatigue, mood swings"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one ) weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, adhesiolysis , cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, weight increased and alopecia outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was 2009 & (B)(6) 2011 after deployment, there was one ring visible at the tubal ostia. The right side was then performed and there were two rings visible after deployment diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Ultrasound scan - on (B)(6) 2018: unremarkable pelvic ultrasound without visualization of the essure. X-ray - on an unknown date: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, nickel allergy, pain, migraines, nausea. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs & mr received: case became valid & incident. Reporter's information was added. Patient's date of birth and demography were added. Race was added. Date of removal and lot number were added. Specific events device migration, genital bleeding, genital bleeding, fatigue, mood swings, menorrhagia, vaginal hemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth disorder, nickel sensitivity, menstrual cramp, dyspareunia, weight gain, hair loss were added. Outcome of event pain updated to recovered/resolved. Medical history, concomitant condition and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.